Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
An implant prescription form was received for the patient's left jts total femoral replacement. Noted on the form: "knee joint muscle contracture, leg shortening 60mm. Save tibial component. Save proximal femoral part."

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving a jts, total femoral replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for jts total femoral replacement which was inserted in (B)(6) 2016. The surgeon reported leg shortening 60mm and muscle contracture. The CT image provided shows both the effect femur and the opposite femur are in similar length. However, the effect leg (713mm) is about 65 mm shorter than the opposite leg (778mm), which can confirm the clinical report and reason for revision. The shortening is mainly from the tibial bone. From the CT model, both the effect knee and the opposite knee can extend fully, thus cannot confirm the knee joint muscle contracture, which need to combine the clinical findings. Device history review: review of the product history records indicate device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding limb length discrepancy. Pin (B)(4). There have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
An implant prescription form was received for the patient's left jts total femoral replacement. Noted on the form: "knee joint muscle contracture, leg shortening 60mm. Save tibial component. Save proximal femoral part."